Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On approximately (B)(6) 2025, the patient was in ta restaurant with friends around 5:00pm. Her friends noticed she was "talking crazy" and was sweating. The restaurant manager called paramedics. There was no bg comparison to the cgm as the patient could not remember what the cgm or tandem pump was reading; however, she stated it was inaccurate. Patient's bg was less than 15 mg/dl. The cgm reading was not provided. The patient was treated by paramedics with 2 glucagon gel. The patient was transported to the hospital and at the hospital they were treated with 4 bags of a sugar drip and was discharged on (B)(6) 2025 at 4:00am. At the time of the report, the patient was doing fine. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.